Event description:
The pt contacted lifescan to obtain help with their one touch ultra meter. The medical affairs specialist (mas) sent follow up questions to lifescan and received responses. The pt obtained a result of 555 mg/dl on the reported meter, when they interpreted to be 55.5 mmol/l. The pt may have been unaware that the meter reads "hi" with blood glucose results > 33.3 mmol/l (600 mg/dl). Based on the misinterpreted reading they took "16-17 ie" of insulin instead of their usual dose of "8-10 ie" of insulin (the mas clarified with lfs that "ie" refers to the units of insulin taken). Family member found pt passed out and called emergency medical technician. The pt did not know what result emergency medical technician obtained; however, pt was treated with a glucose injection. Emergency medical technician took the pt to the hospital. The pt thought that a result of 1.2 mmol/l (converts to 22 mg/dl) was obtained at the hospital, but they were not sure of the result ontained. They were treated with a glucose injection at the hospital and released after a couple hours. The customer care representative confirmed that the meter was set to mg/dl instead of mmol/l. The pt did not know what long the meter had been set to mg/dl and they did not remember changing the unit of measurement in the meter settings. The pt misinterpreted the meter reading, took too large a dose of insulin based on the misinterpreted reading, and experienced hypoglycemia. There is an indication that the product contributed to the pt experiencing injury and medical intervention. The event meets the criteria for an adverse event medical device reportable. The meter, test strips, and control solution were replaced.